Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant was unable to provide the suspect device model and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Device (B)(4) relates to (B)(4) for the reported event of wire break the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the forceps needle became bent after a couple of biopsies were taken. It appeared that one of the pull wires had broken. Nothing detached into the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. The pull wires of the device were intact and were not broken. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally both jaws/cups moved to one direction together instead of opening normally after actuating the handle. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps needle became bent after a couple of biopsies were taken. It appeared that one of the pull wires had broken. Nothing detached into the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.